Event description:
On (B)(6), 2008, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprostheses. On (B)(6), 2009, the patient was diagnosed with an asymptomatic type ii endoleak with no aneurysm growth. On (B)(6), 2010, the patient presented with a rupture of the aneurysm. The patient was converted to open repair using a 16 x 8 hemashield graft. The gore excluder devices were explanted and destroyed.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional device used in original procedure: pxc141400/(B)(4).